Manufacturer narrative:
Concomitant products: 693558 lead implanted: (B)(6) 2010; 419678 lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient was hospitalized with an infected arteriovenous fistula graft necessitating surgical removal. Operative cultures were positive for (B)(6). The patient was later re-admitted with osteomyelitis and developed bacteremia. Endocarditis and vegetation on the right atrial (ra) lead was confirmed via transesophageal echocardiogram. The device and leads were explanted. The patient is a participant in the (B)(6) registry. The infection was unresolved at the time of study exit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.